Event description:
It was observed during the device inspection, that the endoeye deflectable videoscope exhibited image cannot be displayed and image noise occurred due to damage on charged coupled device unit and damage on circuit board of video plug section. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that damage to the image sensor unit (e.g., disconnection) or failure of mounted components on the electrical board due to stress from use, external factors, or handling led to the malfunction. The event can be prevented/detected by following the instructions for use described in the operation manual, "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.